Event description:
Per rn, "pt desating into the 70's, rn turned fio2 up on vapotherm from 26 to 28%. Within 2 minutes of oxygen change, vapotherm machine spontaneously turned off. Rn attempted to turn machine back on. Machine resumed settings and a minute later, machine spontaneously turned off again. One hundred percent oxygen delivered via ambu bag to bring sats to >90%. Rt brought new vapotherm equipment. Pt placed on new equipment at 26%. Pt recovers to o2 sats >90% within 3 minutes. Malfunctioning equipment removed from service. Pt remained on new vapotherm with no distress." In an effort to recreate the problem, the reported malfunctioning vapotherm was run without problem for 2 days. The company was contacted by the director of cardiopulmonary and biomedical services. The vapotherm company suggested that the button was pushed after the change as an "enter" button exists on most other equipment we use. The problem was re-created. Director of cardiopulmonary requests that the button be labeled as "run/standby" to prevent this easily made error. No changes by vapotherm to the equipment, as promised, as of(B)(6) 2011. Therefore, this report in an attempt to prevent further incidences. Diagnosis or reason for use: hypoxia.